Manufacturer narrative:
Device identifier was not provided. Therefore, a device history review could not be performed. Based on information provided, the foreign material alleged to be v.a.c.® dressing was not returned to kci for identification; therefore, kci is unable to confirm its identity. There have been several attempts made to gather additional information, but there has been no response. It is unknown if medical or surgical intervention was required. This report is being filed due to possible use error. The nurse stated the patient canceled a home health visit allowing the dressing to remain in the wound for five days, against v.a.c.® therapy recommendations. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ or non-adherent material underneath the v.a.c.® granufoam¿ dressing to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On (B)(6) 2017, the following information was reported to kci by the home health nurse: the nurse called concerned about ¿sponge¿ ingrowth. The nurse alleged a foreign material alleged to be v.a.c.® dressing, was in place for five days and adhered to the patient¿s wound. On (B)(6) 2017, the following information was reported to kci by the home health nurse: the patient was placed on v.a.c.® therapy "last week" and was scheduled for a home health visit, but the patient canceled the visit. The nurse emphasized to the patient the importance of changing dressings often. The nurse observed the wound on (B)(6) 2017 and stated the foreign material alleged to be v.a.c.® dressing was adhered to the wound, and confirmed no wound deterioration was present. The nurse performed a saline soak, but was unable to remove all of the foreign material. The patient was sent to the emergency room to have the foreign material removed. It is unknown what method was used in the emergency room to remove the foreign material alleged to be v.a.c.® dressing. On (B)(6) 2017, the following information was reported to kci by the home health nurse: the patient has improved and is doing well. There have been several unsuccessful attempts made to obtain the v.a.c.® dressing lot number, therefore a device history review could not be performed.